Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. The product was used for treatment purposes. The product was influenced by the reported failure. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: -patients with delirium who might pull out the catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that urine leaked from near the connecting port between the catheter and inlet tube on the day of use. Per email received from the ibc representative on (B)(6) 2019, during evaluation of the returned sample, a leak was discovered from a pinhole over the inflation lumen at the bifurcation.